Event description:
This report was received from another country indication that a stent moved from its original position of the balloon during use in the pt. A different stent was used to complete the procedure. No info regarding the procedure or that target vessel was given. There was no report of injury to the pt.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Please note that the patient code above represents a stent that was off set or out of position on the balloon during use in the patient. Additional information will be submitted within thirty days upon receipt.